Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h4, h6: visual inspection: the aiming arm is in a very good condition with only slight scratches at the guiding holes. Functional test: a functional test together with product development was performed. Another nail was available to reproduce the complained issue. The returned instruments passed the functional test successfully. The drill sleeves and as well the drill bits met the nail holes as intended. No interfering could be detected. Dimensional inspection: the investigation has shown that the cause of the complained malfunction is a use related problem, therefore no dimensional inspection is needed. Drawing/specification review: the investigation has shown that the cause of the complained malfunction is a use related problem, therefore no drawing/specification review is needed. Summary: based on the provided information we are not able to determine the exact cause of this complaint. We only can assume that possibly an insufficient connection, or not exactly following the surgical technique steps, could have contributed to the complained issue. Since the reported occurrence could not be reproduced, we determine this complaint as unconfirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot, part: 03.010.350, lot: 9856204, manufacturing site: haegendorf, release to warehouse date:29.jun.2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional data-d10: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, a patient underwent an open reduction internal fixation (orif) with expert antigrade femoral nail (afn) for femoral diaphyseal fractures. When the surgeon tried to insert an unknown locking screw for proximal side topping under static transverse mode, an unknown drill bit interfered with an unknown nail. Thus, the surgeon gave up with the static transverse mode and inserted the locking screw under dynamic mode. Eventually, the surgery was completed with no surgical delay. There was no adverse consequence to the patient. Concomitant device reported: unknown locking screw (part# unknown, lot# unknown, quantity 1); unknown afn nail (part# unknown, lot# unknown, quantity 1). This complaint involves two (2) devices. This report is for one (1) aim-arm f/a2fn. This report is 1 of 2 for (B)(4).